Event description:
Customer was hospitalized due to dka. Prior to hospitalization, customer experienced high blood glucose levels and was unable to bring them down by manual injection. Md felt dka was possibly pump related. Md also found signs of possible infection,and stated that customer's blood glucose levels run high when an infection is present. Unable to perform any troubleshooting as customer did have any supplies to run the testing, however, all programming was correct in the pump. Tubing clamp and supplies were sent to customer, and she was advised to call back to troubleshoot the pump.